Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.